Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 556mg/dl. It was stated that the customer passed out on the floor while wearing the insulin pump. The paramedics were called and took the customer to the hospital. It was stated that the customer was treated with insulin drip. No further info was provided.